Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the tracheostomy tube's pilot balloon came off without resistance as the patient changed his/her clothes at home, and the tube inside got exposed. As such, it became unable to maintain the pressure of the cuff, the patient visited the hospital for an emergency and was hospitalized to change the tracheostomy tube.

Event description:
According to the reporter, during use, the tracheostomy tube's pilot balloon came off without resistance as the patient changed his/her clothes at home, and the tube inside got exposed. As such, it became unable to maintain the pressure of the cuff due to increase tracheal secretions, the patient visited the hospital for an emergency and was hospitalized to change the tracheostomy tube. The cuff was tested prior to use.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one pilot balloon with luer guard was received for evaluation. Only a small piece of inflation line was still attached to the pilot balloon, the inflation line was cut and presents a knot. The length of inflation line was measured 0.8350 inches. It was reported that there was an issue with the pilot line or balloon and there was a leak in the cuff without an accompanying report on whether the customer attempted inflation. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: this product is composed of soft materials which conform to tracheal tissue for performance and patient comfort. Simple precautions in handling of the shiley¿ cuffed pediatric tracheostomy tube during insertion and while in place will facilitate proper function and minimize tears and breaks in the inflation system. Avoid pulling or manipulation of the inflation line, as it is designed to conduct and hold air as part of the cuff inflation system. It is recommended that the inflation line be maintained in a position allowing for patient mobility without placing tension on the line-to-flange junction. Prevent lint or other particulates from entering the luer valve of the pilot balloon. Frequent and routine changes of the tracheostomy tube are recommended. Always test the cuff and inflation system for leakage before inserting the tube. This test can be performed as follows: inflate the cuff with the volume of air indicated in table 4. Then either observe for deflation over several minutes or immerse the tube in sterile saline and observe for air leakage. Deflate the cuff prior to insertion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.